Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported a damaged clam shell and arterial ventricular loop. The customer stated that the sterility was questionable. The customer reported that there was no damage to the outer plastic housing of the pump tray or packaging. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the corner of the clam shell was bent in and open to air, thus not considered sterile. There were no other devices in the same box/shipping container also damaged. The clam shell seal was open and not intact. The green tapes were intact in the sense that they were not ripped. The arterial ventricular loop was located in the clam shell, but the clam shell was bent and open to air. Medtronic received additional information that there was no damage to the inside arterial ventricular loop tubing itself, just the outside clam shell plastic housing. The sterility was compromised. Medtronic received additional information that there was no damage noted to the shipping box.